Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 86-103mg/dl fasting. Verified the strips expire 10/20/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 168mg/dl and 172mg/dl not fasting. Reviewed meter memory: (B)(6). Customer concerned with 42 mg /dl. Customer calling stating that just performed a blood test and received 42 mg /dl and feels alright customer is not having diabetic symptoms. After receiving this result customer had a meal. (B)(6) states that mr. (B)(6) has experienced some dizziness lately but customer is well at this time and it is not having dizziness.